Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level between 300-400 (mg/dl). Manual injections were used to address bg levels. Reportedly, the customer was unable to load a cartridge onto the pump and attributed this to their elevated bg levels. During troubleshooting with tandem technical support, it was noted that the o-ring from the previous cartridge had been left on the pump which prevented a new cartridge from being loaded. The o-ring was removed and a new cartridge was loaded successfully.